Manufacturer narrative:
D10 concomitant product: fgs-0391, fgs-0391 pillcam sb3 capsule 1-packx1 (lot#d2v-5dd-e); fgs-0347, fgs-0347 pillcam recorder dr3 x1 (serial#(B)(6); fgs-0347, fgs-0347 pillcam recorder dr3 x1 (serial#(B)(6); fgs-0591, fgs-0591 pillcam sensor array ms (lot#63935s); fgs-0591, fgs-0591 pillcam sensor array ms (lot#unknown); fgs-0347, fgs-0347 pillcam recorder dr3 x1 (serial#unknown); fgs-0591, fgs-0591 pillcam sensor array ms (lot#unknown) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient ingested the capsule and the recorder displayed images for only seconds before remaining on a blank screen. The clinician then swapped the recorder and sensor belt, and the second recorder did not pair with the capsule. The clinician then had the patient ingest a second capsule approximately 45 minutes to 1 hour after the first capsule, before the first capsule had passed. After the second capsule was administered, the clinician attempted pairing with a third recorder and a third sensor belt; although the third recorder paired to the second capsule, the recording stopped a few minutes later. Both studies were downloaded, and gray images/gray areas and a video duration of only a few minutes were reported. It was further reported that as of the following day the patient had not passed either capsules, and the physician expressed concern regarding failure to pass the capsules. Imaging was ordered/performed to locate the capsules.